Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tech loaded first clip, clip scissored in jaws of device, and fell out of device. This happened on several clips. A second device was opened and first two clips formed correctly. The third clip scissored on cystic duct and duct was cut. An endoloop was then used on cystic duct to control leak.

Manufacturer narrative:
(B)(4). Additional information: the er420 device was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, eleven clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).